Event description:
It was reported that during the pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath was selected for use. During the withdrawal or closure when the wire and catheter were slowly pulled to the tip of the distal end of the faradrive steerable sheath, a large air bubble was observed in the mid-section of the sheath. No air was observed in the patient. The procedure was completed successfully the faradrive steerable sheath. No patient complications have been reported. The product is not expected to be returned as the device was disposed of at the facility.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available following the good faith efforts. Because the lot number is unknown, we are unable to provide the full unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available following the good faith efforts. Because the lot number is unknown, we are unable to provide the full unique identifier (UDI) and other specific product information. The images received confirms the reported visible air/bubbles. The reported allegation of visible air/bubbles is confirmed.

Event description:
It was reported that during the pulsed field ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that during the withdrawal or closure when the wire and catheter were slowly pulled to the tip of the distal end of sheath big air bubble was observed in the mid-section of the sheath. The procedure was completed successfully by using the original device. No patient complications have been reported. The product is not expected to be returned as the device was disposed in the facility.